Event description:
The hosp reported that during an off pump procedure, the foot on the stabilizer detached from the connection point with arm. No other info was provided by the hosp. The hosp did not report any pt complications.